Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a low battery alarm. Customer reported the battery was lasting for two days on the insulin pump. Customer also reported receiving weak battery alerts. It was also found the anomaly persisted with a replacement battery cap. The customer did not perform excessive button pressing, daily rewinds or frequent backlight use. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.